Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, it was reported that the patient experienced a broken sensor wire which occurred 4 days after the sensor had been inserted in the arm. The patient bumped the sensor and experienced swelling and presented to the emergency department (ed) for evaluation. She underwent an ultrasound and incision to attempt to extract the broken wire without success. Per report, half of the broken sensor wire remains in the patient's skin. The patient was treated with unspecified antibiotics, pain medications, and ointments. At the time of the report, the patient had been discharged and was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).